Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 588 mg/dl with polydypsia and shortness of breath associated with a prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the pump was unable to complete a rewind, load and prime sequence. Cts advised the user to change the cartridge and the pump was then able to be primed. This complaint is being reported because the patient allegedly experienced hyperglycemia because of the cartridge not being able to be primed.